Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative visited the site to examine the medtronic imaging system, revealing the need to edit the ip and gateway settings. After these network settings adjustments, the system performed as intended. No parts were replaced. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the medtronic imaging system showed orange communication status between the system and medtronic navigation system on the set up equipment page of synergy spine. He attempted to replug the network cable connection between systems, restart the system and directly connect with the medtronic navigation system network port without resolution. Medtronic imaging was aborted. Case continued with a different imaging system and medtronic navigation system. No delay in surgery and no impact on patient outcome.